Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead and another manufacturer's right ventricular (rv) lead, exhibited high out of range pacing impedance measurements. Upon review of device memory, electrogram noise was observed on the rv lead. A presenting electrogram (egm) showed no noise on either lead. Boston scientific technical services (ts) discussed programming and troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that the lv lead configuration was previously programmed lv to rv extended bipole. The lv lead was reprogrammed lv tip to can. No additional intervention was performed on the lv lead. However, it was reported that seven pauses that lasted approximately two seconds, were observed on the rv egm. Due to concerns with the pauses, the patient had been admitted to the hospital. It was unknown if any interventions were undertaken to resolve the issue with the rv lead. Available information suggests that the products remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.